Manufacturer narrative:
This complaint is reportable to the FDA on the basis of the reporting precedence established for premature stent deployment for this product family, regardless of patient outcome. The device involved in this complaint is a zilb-635-8-6 (lot no. C967908). A document based investigation was carried out as the device involved was not returned for evaluation. As per the instructions for use, the user is advised of the following: "prior to deploying stent, remove the safety lock. Note: ensure that the safety lock is not inadvertently removed until final stent placement." Prior to distribution all zilbs-635-8-6 devices are subject to visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for zilbs-635-8-6 device of lot number c967908 did not reveal any discrepancies that could have contributed to this issue. The customer complaint is confirmed based on the customers testimony. From the information provided, there were no adverse effects to the patient due to this occurrence. Quality engineering assessed the complaint and the risk has been determined to be low. Complaints of this nature will continue to be monitored for emerging trends.

Event description:
While performing an endoscopic retrograde cholangiopancreatography (ercp) procedure, the first device was being passed through the pylorus towards the bile duct and the stent deployed prematurely. After removing the first stent, the physician used another stent and again while moving it into place, stent deployed prematurely at the same point as well. A third device was used to complete the procedure. As per the above complaint description events received, two devices are involved in this incident. An additional separate report will be submitted in relation to the other device reported. Report reference number: 3001845648-2014-00095. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.